Event description:
The report we received from our affiliate indicated that during a pta to a lesion in the lower leg, the balloon ruptured at 12 atmospheres. There was mild calcification, heavy vessel tortuosity and 80% stenosis in the target vessel. There was no adverse consequence to the pt. The product appeared perfect during pre-use inspection and no anomlaies were noted during prep. Another balloon (brand, size unk) was used to successfully complete the procedure.